Manufacturer narrative:
The MFR did not receive devices, x-rays for review, as the pt is currently being monitored and has not been revised to date. Other source documents (op report and labels) were received. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the ordinal implantation suggest that this case might be / is related tot he issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available, and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 52/46 l on the right side on (B)(6) 2006. Currently, the pt is being monitored due to unk reason.